Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Premarket (510k) number is unknown. No product information has been provided to date.

Event description:
It was reported that the pump displayed an error. No injury or clinical consequence for patient was reported.

Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal is missing, labels are undamaged. No physical damage was found on the pump. The device has not been in before for repair related to the customer stated problem. Device has not been at mmuc for service / repair yet. The event history log shows lec 41622. Performed functional check. Visually inspected the pump. Internal inspection executed. It is unknown what caused the reported problem. Replaced the opto switch, motor and main board. Reviewed the DHR. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.